Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and excessive no delivery alarms from the insulin pump. The customer declined to troubleshoot for low readings. The customer's blood glucose during time of incident was 282 mg/dl. The customer stated that the pump alarmed no delivery during bolus and fill tubing process. The customer stated that he changed the battery. The customer gave himself an injection via syringe. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer stated that the pump alarmed no delivery. The customer will be sent a replacement pump.